Event description:
The customer reported that she primed a whole reservoir of insulin into her body. The customer was taken to the hospital for right arm pain, and she was admitted with low blood glucose. The customer's glucose level was in the 20's mg/dl. The customer stated that she thought she had to prime the tubing by pushing on the inside of the reservoir with her finger, but the customer was connected to the set and ended up in the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.